Manufacturer narrative:
One unused suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found. Corrective actions are in process.

Event description:
During internal investigation of returned product a foreign object was identified inside the fluid path of the syringe.